Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 1931633 - MDR 3003442380-2024-18974. Additional information - this MDR is being submitted to include the below: h11: investigation summary. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered two infusion sets fell off during use on (B)(6) 2024. The infusion set used for 36 hours. IV prep and skin tac used at the area of insertion. Customer's blood glucose (bg) at time issue noticed was 113 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.